Event description:
It was reported that an ilet user experienced intermittent signal loss between the ilet and a dexcom g7 sensor while glucose data continued to display in the dexcom app, and the user performed a cgm toggle and re-entered the sensor code per guidance, after which the ilet resumed displaying readings. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer service troubleshooting and user education, including a cgm source toggle and re-pairing steps. Investigation of this case revealed that the connection re-established within the expected re-pairing window and the system functioned as intended after re-pairing. It was concluded that the event was a temporary communication disruption between devices that resolved with standard troubleshooting, with no patient harm.